Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result was likely fibrin in the imt system due to sample integrity issues with the patient sample. The IFU for the dimension vista v-lyte integrated multisensor contains extensive pre-analytical sample handling precautions and states: "failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample. The result was reported to the physician who questioned the result. A redrawn sample was repeated on an alternate instrument system and a higher result within the normal range was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium result.